Event description:
Additional information received reported the cause of the event was a seroma. It was also noted the seroma was drained "80cc plus daily x 3 weeks." The patient required hospitalization due to the event. The patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had a pocket revision because she had a fluid pocket around her pump. Preoperatively, the patient's relief was intermittent. During the revision, the pump was placed above the patient's right breast. At the time of revision, it was also reported that the patient was due for a refill. The expected volume in the pump was 4.3ml, but the actual volume in the pump was 15ml. A roller study was performed and was "successful." No motor stalls were noted in the event logs when the pump was interrogated. The physician had not aspirated the catheter access port (cap) at the original implant. The physician also refused to aspirate the cap after connecting. The pump was refilled, and the daily dose was reduced from 2.9mg to 1mg/day. The device system was used to deliver morphine. It was later reported that no additional troubleshooting had been performed, and it was unknown how the patient was doing at that time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot # n294891, implanted: (B)(6) 2012, product type accessory.